Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale marking rubbed off. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8266998. It was reported that some of the markings on the syringe appear rubbed off as it was received. : reported issue: customer states that some of the markings on the syringe looks like it was rubbed off when they received. Only found 1 this way so far.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip scale marking rubbed off. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8266998. It was reported that some of the markings on the syringe appear rubbed off as it was received. Reported issue: customer states that some of the markings on the syringe looks like it was rubbed off when they received. Only found 1 this way so far.